Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the opened package with a loose needle and a thread dispensed of winder former could be observed. However, no conclusion could be reach as the sample was not returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific number of events. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Have any of these events been previously reported? If yes, please provide complaint file number. What was the name of the procedure? Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? When did the needle pull off during each event (while in the package / during dispensing / during preparation / during use)? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on and unknown date and suture was used. It was reported that the needle took out from the suture during the procedure, after few stitches. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). One detached needle, one dispensed suture and an empty opened foil was sent for analysis. During the visual inspection of the opened sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. A picture of the sample was also received for analysis. Upon visual inspection of the picture, the opened package with a loose needle and a thread dispensed of winder former could be observed. However, no conclusion could be reach as how the sample was not returned for analysis.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: 1. Please confirm the specific number (7) of events. Nurses of general surgeries or counted up to 7 times, when the needle took out from the suture. They informed me about this during one talk. A. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? We don¿t have patient details. Because for the first time they did not take it as serious problem, but later when they saw that this repeats, then they informed me. No adverse to patient were detected. 2. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number - no. 3. What was the name of the procedure? No information. 4. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No, needle not fall inside the patient, needle left in the needle holder. 5. When did the needle pull off during each event (while in the package / during dispensing / during preparation / during use)? During operation. When the surgeon sutured the wound.